Event description:
It was reported that a IV set cracked at the connection site closest to the patient during a propofol infusion. The issue was identified after infusing for a few hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone #: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.